Event description:
The facility reports the lift high back seat fell to the floor with the resident during transfer into the hydro bath. The resident suffered minor contusions and spent the night in the hosp for observation and x-rays.